Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery at the liver and gallbladder, the device was incapable of firing and the surgeon was unable to squeeze the handle. They used a new instrument to complete the case. There was no patient injury reported.